Event description:
It was reported that the patient underwent a total hip arthroplasty in 2004. Subsequently, the patient was revised in early 2009 to address aseptic loosening around the implants.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.